Event description:
It was reported that the customer cannot interrogate or performs system diagnostic test, an error message immediately received indicating that no connection can be established. The physician replaced the 9v alkaline wand battery without success. Company representative visited the customer for a surgery support and to complete the troubleshooting as the customer has only one programming system. Usb cable replacement was requested as vns implant and follow-up on other patients was planned. Further follow up indicated that the issue occurred again on other patient's generator. The troubleshooting was completed by the company representative as planned, using different usb cables on two programming tablets and wands. The result showed a faulty usb white cable. The customer received a replacement usb cable from company representative and the issue was resolved.